Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Medical records were received on 08/24/2011. (B)(4).

Event description:
A consumer reported following intraocular lens (iol) implant surgery the iol became dislocated and was exchanged. Additional information was received from the surgeon's technician, who stated the initial iol was implanted by another surgeon. She stated on postoperative day one the consumer started having a bruised feeling and a lot of floaters in her vision and presented to their office for treatment. During examination it was noted the capsule was ruptured and the iol had dislocated. She reported the surgeon removed the posterior chamber iol and replaced it with an anterior chamber iol one week later due to the pt's corneal edema. The technician stated there was moderate vitreous hemorrhage and a vitrectomy was performed. The surgeon reported the pt had no complications during the exchange procedure and was stable postoperatively.